Event description:
Customer reported that he had unexplained low blood glucose and was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was over 18 mg/dl customer stated that he started wearing the insulin pump (B)(6) days ago, and he over infused prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.